Event description:
Patient reports that he was administered synvisc-one on (B)(6) 2020. On (B)(6) 2020 he had a fall and a second fall shortly after . He went to the emergency room for evaluation. No breaks were observed but his mobility and ability to walk have become significantly compromised. Patient has reached out to the administering doctor and is waiting for a follow-up call.